Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experience "more and a lot of pain" in the last two weeks as if "prior to the implant". Pt felt his condition had "slowly gotten worse". He thought he had a "granuloma". There was no info as regards to the drug, dosage and concentration that was infused in the pump. Current pt status was unk. Additional info has been requested from the hcp, but was not available as of the date of this report.